Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fungal infection ("chronic yeast infection") and vulvovaginal burning sensation ("burning the skin of her labia off"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, fungal infection and vulvovaginal burning sensation outcome was unknown. The reporter considered fungal infection, medical device removal and vulvovaginal burning sensation to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : fungal infection and genital burning". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : new event 'surgery' added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.